Event description:
It was reported that the procedure was to treat a moderately calcified and 75% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a non-abbott balloon catheter. A 3.0 x 18 mm xience xpedition stent delivery system (sds) was advanced to the lesion and the stent was deployed at 12 atmospheres. After 20 seconds, an attempt was made to deflate the balloon; however, it could not be deflated. A syringe was connected to the inflation port and negative pressure was pulled several times. After 90 seconds, the balloon deflated and the sds was removed from the anatomy. During the attempt to deflate the balloon, st elevation was noted; however it resolved without treatment. Post-dilatation was performed with the same inflation device and balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion. Evaluation summary: the device was returned for evaluation. The reported deflation issue was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for deflation issues reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.